Manufacturer narrative:
.

Event description:
International affiliate reported that the spike of the transfer set separated from the spike port during pt use. No pt injury or medical intervention was indicated at the time of the initial report.